Event description:
The cell-dyn 1700 cs analyzer generated discrepant platelet results for one patient. An initial platelet result of 16 k/ul was obtained. Upon repeat a plt=30 k/ul was obtained with a uri flag. The sample was repeated two additional times generating platelet results of 93 and 196 k/ul. Microscopic examination revealed 3+ clumping of platelets. No impact to patient management was reported.